Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
A distributor, employee of intuvie, received a call from a patient who reported that medication had leaked but that she could not locate the exact site of the leak. The patient was directed to shut the pump down. She stated that she would follow the spill kit instructions and would contact the clinic when they open the following morning.